Event description:
User was ligaturing an area during a cholecystectomy. The first 3 clips of the cartridge were positioned with success. The user applied the 4th clip but the clip did not lock, it broke in two parts at the level of its articulation. The clip was intact at the time of positioning on the applier. This clip was discarded. The 5th clip did not lock it broke in two parts at the level of its articulation. This clip was kept by the user for investigation. The 6th clip was not applied and kept for investigation. Clinical consequences: there was no consequences for the patient another cartridge was used.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with one broken clip half remaining. The clip half was the pierced boss half. Two clips were also returned loose, one clip appeared to be intact , and the other clip was broken at the hinge. The cartridge and clips were visually examined with and without magnification. Visual examination revealed that the returned broken clip halves were all broken in half at the hinge. The loose clip that appeared to be intact had a defect at the center of its inner hinge. R & d was consulted for this complaint investigation. The clip defect and the clips breaking at the hinge during ligation were determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The returned clip halves were all broken in half at the hinge during ligation. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. The returned clip halves were all broken in half at the hinge. The loose clip that appeared to be intact also had a defect at the center of its inner hinge. The clip defect and the clips breaking at the hinge during ligation were determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot# 73c2100900. Investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
User was ligaturing an area during a cholecystectomy. The first 3 clips of the cartridge were positioned with success. The user applied the 4th clip but the clip did not lock, it broke in two parts at the level of its articulation. The clip was intact at the time of positioning on the applier. This clip was discarded. The 5th clip did not lock it broke in two parts at the level of its articulation. This clip was kept by the user for investigation. The 6th clip was not applied and kept for investigation. Clinical consequences: there was no consequences for the patient another cartridge was used.